Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned due to the patient had tissue or bone ingrowth. Additional information indicates that the physician chose to insert a new system on the right side. There was no allegation against this lead but this lead was abandoned surgically. No additional adverse patient effects were reported.